Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button flex pcb was pulled from the connector on the pcb end. The cause of the non-functional response buttons is the unplugged connector. The root cause of the unplugged connector cannot be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.